Manufacturer narrative:
(B)(6).

Event description:
It was reported that presence foreign matter was noted in the package. A 7.0 x 40, 75cm mustang balloon catheter was selected for use. However, during preparation, an object which seemed to be black trash was confirmed in the sterile bag. The device was not used and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 7.0 x 40, 75cm was returned for analysis. The unopened and fully sealed inner pouch was inspected, and a loose black foreign matter (fm) was identified in the sealed pouch. The loose black fm was measured against a tappi chart and was found to be less than 0.8mm squared which is within specification. No other issues were identified during the product analysis.

Event description:
It was reported that presence foreign matter was noted in the package. A 7.0 x 40, 75cm mustang balloon catheter was selected for use. However, during preparation, an object which seemed to be black trash was confirmed in the sterile bag. The device was not used and the procedure was completed with a different device. There were no patient complications reported.